Event description:
The manufacturer became aware that a user of the simplygo system had states his father-in-law passed away. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware that a user of the simplygo system had states his father-in-law passed away. Medical intervention was not specified. The device was returned to the manufacturer's service center for further evaluation. Unit returned per rework. No complaint is associated with the device. Unit returned with standard battery. The manufacturer identified sieve replacement required due to low o2 level, unit had 04 hours upon arrival. Unit sent for balancing. Unit passed all final tests. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.